Event description:
The hosp reported that random waveforms would disappear that should have been monitored through the carescape telemetry server (cts). The waveforms would disappear from a duration of a few minutes to as long as 45 minutes. This would occur one or two times every week to two weeks, and started occurring with placement of carescape servers, about one yr ago. The hosp did not have alternative monitoring available and it occurs with telemetry monitoring only. There was no reported pt injury associated with this event. A f/u report will be submitted when the investigation is complete.